Event description:
It is reported that the user found that the cuff was separated away from the catheter, and that the cuff still attached to the pt's tissue. The split cuff was completely removed by the user. No reported incidents occurred after removal. The catheter was implanted in pt's body around the end of april.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.